Event description:
The meter (jm-103) has a value of 1- that indicates one more flash needs to be completed before the numbers can be averaged and the result is calculated. The problem is that this number has the mg/dl under it which makes it really seem like a result...... Extremely easy to misread and I'm surprised this doesn't happen more often. Granted, the second screen does have 2 dashes before the value and isn't in a decimal format, but still potential for error (obviously).